Manufacturer narrative:
Date of birth: no date of birth was provided therefore a default date of birth has been listed device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mx9171 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the 16 in non-dehp standard bore ext set experienced leakage. The following information was provided by the initial reporter: received nicu customer info on (B)(6) 2020. Leaking of lipids noted from backside of filter after starting infusion